Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in china that during the deltoid fixation of right rotator cuff procedure on (B)(6) 2021, it was observed that the 4.5 healix peek anch.w/ocord anchor device was broken and stuck inside the shaft after insertion. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as ppropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the surgery of deltoid fixation of right rotator cuff, after insert the anchor, could not remove the shaft, so the surgeon screwed out the anchor to remove the shaft, noted the anchor was broken and stuck in the shaft (as the attached photo shows), and could not detach the anchor and shaft. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, it could be observed that the anchor is broken on its tip. A manufacturing record evaluation was performed for the finished device 7l29286 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint can be confirmed. A possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure, the operator may have applied bending force to the inserter at the moment of insertion. As per IFU 109139; do not apply a bending force to the inserter. This can damage the anchor or inserter tip. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.